Event description:
Customer reported receiving readings of 140 mg/dl and 15 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer also reported experiencing symptoms of sweatiness, incoherent and blurred vision. Paramedics were called and treated customer with unspecified shots and IV. There was no report of death or permanent impairment associated with this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to the solid waste buildup in hydropneumatic waste canister, which blocked the float switch and kept it from operating properly. No injury was reported.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.

Manufacturer narrative:
The customer's product was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Event description:
Ous MDR - this device was explanted due to an intermittent av block with recurrent syncopes. Aside from the reported syncopes, no other deterioration of the pt's state of health was reported.

Manufacturer narrative:
This is an additional final supplemental report. As the reported test strips were not returned with the meter, retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.